Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleging of dry mouth. There was no report of serious or permanent patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for evaluation. The manufacturer visually inspected the device and found no evidence of blower foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found to contain 3 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has been scrapped.